Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the drive support cap appears normal. Customer's reported that they was able to successful clear alarm and able to complete insulin pump rewind. Customer stated that insulin pump alarm had contains more than one motor error alarm within a 30 day period and insulin pump alarm had both an motor position encoder error alarm and more than one motor error alarm within a 30 day period. Customer stated that they failed displacement test. The insulin pump will not be returned for analysis.